Event description:
It was reported the stammberger sinu-foam nasal dressing would not mix properly the recommended amount of sterile water was added. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no manufacturing or expiration dates can be provided.